Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During an unknown procedure while suturing through pt's (patient's) nasal cartilage, surgeon realized that the needle had come off of the suture. Imaging and endoscopy were required to locate and remove the needle from right turbinate. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/5/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: wj1824p30 is not a valid lot. Please provide the lot number. Additional information was requested, the following was obtained: was the needle piece(s) retrieved during the same procedure? Yes what measures were taken to retrieve the broken piece? Searched room with magnet and patient with visual inspection and imaging was there any additional tissue damage as a result of searching for the needle piece? No was the procedure completed without any adverse effect to the patient? Yes what was the appearance of the needle during the removal? Intact please provide the product code: ref (B)(4) please provide the lot number: lot #wj1824p30. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. User facility medwatch form #mw5163984.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: d3 MFR email.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 3/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: 2.7.25 updated lot number- 102rl5.